Manufacturer narrative:
A ge representative evaluated the system and retapped the input transformer to match the incoming voltage. The system operates as intended.

Event description:
The customer reported the system alarms when plugged into the outlet. No patient injury was reported.